Event description:
It was reported that this right atrial (ra) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing on both the presenting and stored intracardiac electrograms. Additionally, possible rapid ventricular response (rvr) due to atrial fibrillation (af) was confirmed. No adverse effects on the patient were noted, and this lead remains in service.